Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device changeout procedure, an insulation abrasion was noted on the atrial lead which caused noise. The lead was repaired using a silicone repair kit.